Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No blank display anomalies or keypad unresponsive anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on  electrical board was not unlocked during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the keypad was unresponsive. The display returned after the pump restart. Customer stated the menu button was not working. Blood glucose level at the time of the incident was 141 mg/dl. Customer states using the down arrow allows them to navigate screens. Customer has replaced the battery but the button was stull unresponsive. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.